Event description:
During the implantation, when the surgeon starts to impact the implant and to put in the spacer, the plate got loose from the cage. The surgeon has never seen that and decided to implant another one. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Additional evaluation found that all measurable dimensions were verified and found to be in compliance with the technical drawings and "aoasif" specifications. This article was manufactured in september 2009 according to the specifications. The evaluation was not able to determine an exact cause for the reported separation of the zero-p implant.